Event description:
The customer reported an intermittent loss of a diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The left monitor and the related connections were evaluated. The system was tested and found to be working as intended and put back into service.